Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no information on whether the customer's blood glucose level exceeded 500 mg/dl, as the caller declined to answer. Technical support provided information on resetting the pump, and assisted the caller in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump with instructions to call back if the issue arose again.